Manufacturer narrative:
Device evaluated by MFR.: coyote, 2.5mm x 220mm x 150cm balloon catheter was returned for analysis. The inner shaft is stuck on the wire. The catheter was cut 8cm from the strain relief as reported. The outer shaft was received separated from the inner shaft which was also reported as they had to pull the balloon off piece by piece. The outer shaft, inner shaft, balloon and tip were microscopically examined. The outer shaft is kinked in numerous locations and had been torn from the catheter 11.8cm from the distal tip. The inner shaft is severely buckled in numerous locations. The tip is damaged. The device was soaked in a water bath for 6 days and the thruway guidewire was able to be removed and was sent to the external manufacturer for analysis. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. After a .014 thruway guide wire was positioned, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced. As the wire was being passed through inside of the lumen at the hub of the balloon catheter, resistance was encountered. The wire was able to get down through the hub of the catheter but then the wire proceeded to became stuck in the balloon. The hub of the balloon catheter was cut off and attempted to back the rest the balloon off of the wire. The balloon had to be pulled off piece by piece. The procedure was completed with a new balloon catheter. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. After a .014 thruway guide wire was positioned, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced. As the wire was being passed through inside of the lumen at the hub of the balloon catheter, resistance was encountered. The wire was able to get down through the hub of the catheter but then the wire proceeded to became stuck in the balloon. The hub of the balloon catheter was cut off and attempted to back the rest the balloon off of the wire. The balloon had to be pulled off piece by piece. The procedure was completed with a new balloon catheter. No patient complications were reported.